Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 600 mg/dl with moderate ketones present. The customer delivered a manual injection to stabilize bg level. During the call with tandem technical support, no alerts or alarms were found in the pump history. The customer performed fill tubing and insulin was seen exiting the tubing. The contact stated the customer was removed from the pump and the customer no longer had the infusion set site. Reportedly, the contact changes the cartridge when the customer runs out of insulin instead of every 3 days. The contact was educated on the labeling instructions for novolog. It was indicated that the customers bg's had lowered to 320 mg/dl. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.